Event description:
It was reported that the device was used during a laparoscopic gastric bypass and after creating the pouch on about the 6th firing, they transected the jejunum. One side of the staple line did not completely form. They had 4 or 5 staples that showed 1 leg open and 1 leg closed. The case was completed by using sutures. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Joint cover. Additional information was requested and the following was obtained: on what tissue type was the device used? Jejunum. At what location on the tissue? Jejunum. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 6th. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Blue, green, gold, white. Was buttressing material utilized? Not on the firing the incident occurred. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. What were the patient's pre-existing conditions? Morbid obesity. Does the patient have any relevant history of surgical treatments? No. How long has the surgeon been using this device for this procedure (in years)? Since launch was there a recent conversion to ees devices in this account or with this surgeon? No. The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no malformed staples were noted during functional testing. Upon further inspection the joint cover was noted to be torn; there is no evidence that there is any portion of the joint cover missing. It is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.